Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation,

Event description:
It was reported by the customer, the safety did not engage. Additional information received february 26, 2025: it was reported while de-accessing the port, using right hand holding base of huber needle and left hand to engage the safety. Needle was removed from the chest but safety did not activate and cover needle. And nurse's right had was stuck by sharp. There was no impact to the patient.